Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was noticed that the steerable guide catheter was bent when device was removed from the patient. The bend in the guide caused irregular clip maneuvers. Clip had lateral to medial dive despite having no m-knob applied. It was tried to apply l-knob to correct it, which was not effective. The dive was not optimal but manageable to complete the procedure. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, it was noticed that the steerable guide catheter was bent when device was removed from the patient. The bend in the guide caused irregular clip maneuvers. Clip had lateral to medial dive despite having no m-knob applied. It was tried to apply l-knob to correct it, which was not effective. The dive was not optimal but manageable to complete the procedure. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and without the device to analyze, the cause for the reported unintended movement associated with clip movement could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.